Manufacturer narrative:
The account has not returned hill-rom's attempts to determine the resolution to the alleged malfunction.

Event description:
The accounts engineer said the head section will not lower with CPR or electrically. He replaced head down valve but the issue remained.